Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) was in fill. The hp said that they had not disconnected nor any bags disconnected. The hp has 2 bags connected. The hp said the unused line clamps were open. The baxter technical service representative (tsr) had reviewed the cause of alarm. The tsr had the hp cycle power. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient's (hp) registered nurse (rn) on (B)(6) 2011 regarding the system error 2240 alarm. The rn reported that the issue was resolved by the hp ending therapy and starting over with new supplies. The rn said that she did not know the cause of the alarm. Per rn, there were no loose connections, disconnections or defects on the supplies. The rn stated that she discussed the alarm with her immediately after calling in the alarm to baxter. Per rn, the hp did not have any injury or harm as a result of this incident. The rn stated that the hp is doing fine and continuing therapy without issues. The rn stated that the hp had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4). A labeling review found the labeling to be adequate for the use/user error identified in this incident.